Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that during a standard plif with the surgeon a tulip popped off after patient left or on (B)(6) 2025. Our last documented x-ray has tulip detached screw head on (B)(6) 2025.

Manufacturer narrative:
The part was not returned for evaluation. The purpose of this investigation is to evaluate the reported issue of head pull-off. A review of the DHR and material certifications could not be completed as the lot number of the affected part is not available. A review of the available post-op x-rays confirms that the modular screw head was not connected to the screw shank. Sales rep confirms that the patient was asymptomatic, this issue was only observed in a standard post-op x-ray of the construct. As the patient had no symptoms, a revision was not performed to repair to disassembled screw. Sales rep confirms that the patient was asymptomatic, this issue was only observed in a standard post-op x-ray of the construct. As the patient had no symptoms, a revision was not performed to repair to disassembled screw. For the observed level calculation, the occurrence rate is based on the number of related complaints to the hazard divided by the total number of locking caps sold for systems within project that use a modular tulip. There is not a multiplier for this item, and the date range is the twelve months prior .as shown above, the calculated observed risk level matches the expected risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The following sections were updated for this supplemental report. B4, g6, h2, h3, h6, h10.

Event description:
It was reported that during a standard plif with the surgeon a tulip popped off after patient left or on (B)(6) 2025. Our last documented x-ray has tulip detached screw head on 10 sep 2025.